Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the #4 key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #4 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 14 will be displayed, alphabetically: when the "abc" key is pressed, aj will be displayed, interfering with mdl drug searching opportunities). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum pump had an inoperable keypad. During baxter's functionality testing it was discovered that the keypad was experiencing incorrect output. It was also reported that there was no patient injury.